Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be bent. The timing and cause of this damage is unknown. Fluid was able to travel the complete fluid path despite the bent cannula. No damages or deficiencies to the needle mechanism or drive mechanism were observed that would result in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the bent cannula contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to >250mg/dl while wearing the pod between 24 and 36 hours. Treatment information was not provided.